Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip opened continuously from about 10 degrees to about 20 degrees. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. During preparation of the second clip, this clip would not open. The lock lever was raised further, arm positioner turned more closed before opening and opened and functioned normally for rest of prep. Once in the left atrium, the clip would not open even after troubleshooting. The clip was removed and replaced with another which functioned normally. Two clips were then deployed on the mitral valve, reducing mr to a grade of 1.